Manufacturer narrative:
Section a4, a5, a6: unknown/ not provided. Asku. Section d6b: if explanted, give date: not applicable, as no indication that lens was explanted. Section h3, no: the device was not returned for evaluation, lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient's left eye however, doctor indicated that the injector was sticky while trying to insert the iol. Iol got stuck to the injector haptics did not unfold easily even with instrumentations, iol was still able to be implanted. No symptom interfering with daily activities. No surgical or medical intervention required. No other information was provided.